Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported. Boston scientific technical services (ts) was consulted and recommended device replacement. The device currently remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued an alert as the device has now reached end of life (eol). At this time the patient has elected not to have the device replaced. Thus the device still remains in service. No adverse patient effects were reported.